Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed their device would not detect the hard paddles when connected. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was able to verify and duplicate the reported issue. Investigation found the electrode socket was heavily soiled and was cleaned. Testing with new paddles resolved the reported issue. The customer was advised to replace the paddles. The device was returned unrepaired as requested.